Event description:
It was reported that, after adding the solution of sodium chloride and narcotic medication to 1 cassette 100 ml, it was noticed that the solution was leaking into the reservoir. The event occurred during pre-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D1. Brand name and d3. Manufacturing plant address, city, zip code: corrected. The reported complaint was unable to be confirmed due to samples not being returned. Photos were not provided to confirm reported failure mode. Testing was not conducted for the investigation. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned at a later date, this complaint will be reopened for further investigation. A DHR review found no non-conformances.